Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer showed noise on the surface electrocardiogram (ECG). The noise is seen when no leads are connected. Technical services provided assistance in resolving the issue by suggesting troubleshooting and more testing. There were no patient complications reported as a result of this event.